Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding another patient with an implanted neurostimulator (ins) for unknown indication of use. It was reported that a physician told the patient were trying to explant a different patient's device and that they 'broke the wire'. They stated the doctor called the manufacturer about it. The patient could not provide patient info or circumstances that lead to the event. There were no patient complications reported as a result of this event.